Event description:
To whomsoever it may concern, I'm writing to express the repeated problems I have been facing using the freestyle libre 2 sensor manufactured by abbott. Since the last 1 year time and again I have encountered failed sensor from abbott and have raised my concerns with them. I have received a mix bag of responses with a consolation of a free replacement sensor. As I heavily rely on insurance to pay for these sensor plus and avg cost of (B)(6) per month that I apt out of pocket I make content with the replacement. I have reached my mental limit with this last 3month supply of 6 sensors I received. Of the 6 I have encountered 3 failed sensor, leading me to write this email at 2am at night. Currently I'm going through crazy anxiety as I'm not able to monitor my glucose level and I suspect I'm suffering a low glucose event with my mouth drying up. I know my insurance will not refill the sensor for me this early so I don't know how will I monitor the levels for the next few days. My arms are bruised with the repeated removal of these sensors in a single day. I'm literally fed up with abbott and this product but I have no choice as this is the only thing my insurance covers. It is like the manufacturer and insurance have teamed up to enjoy profits at the cost of a humans well being. I'm tired of repeatedly calling the call center and explaining the problem again and again providing the serial number explains the problem justifying the I have put the sensor correctly. It is a such a big hassle. I hope this email to you'll does not fall of deaf ears.